Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the inbone talus, packing of central stem, and also undergo subtalar joint fusion with 1 or two crossing screws. There is some loosening tibial plafond aspect seen on CT scan, but difficult to determine if this is necessary to address.

Manufacturer narrative:
The reported event could be confirmed since images of CT scans were provided and shows loosening and subsidence of the talar component. Upon further investigation of the CT scans by healthcare professionals the following was observed: the assumptions and the description of the case provided by the surgeon matches the findings we have in the CT scan. There is loosening and subsidence visible for the talar component. The tibia though, does not show clear signs of loosening or migration, there is no significant radiolucence or cysts. The underlying cause for the talar failure is likely related to poor bone substance. Based on investigation, the root cause was attributed to a patient related issue. The failure of the talar component was most likely caused by poor bone substance. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of the inbone talus, packing of central stem, and also undergo subtalar joint fusion with 1 or two crossing screws. There is some loosening tibial plafond aspect seen on CT scan, but difficult to determine if this is necessary to address.